Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the patient burned by a non- stryker scope and they are requesting an investigation to be done for the light source. No further information was provided by the customer.